Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 24mm synergy xd drug-eluting stent was selected for use. However, the device had difficulty advancing through the guidezilla. The physician had to take the stent out due to possible damage. Since the guidezilla had no damage, it has been used throughout the case with a new synergy stent and balloons and the procedure completed. There were no patient complications reported.